Manufacturer narrative:
Per the pulmonic IFU, the edwards commander delivery system and accessories are indicated for use as an adjunct to surgery in the management of pediatric and adult patients with the following clinical conditions, dysfunctional rvot conduit or previously implanted valve in the pulmonic position with a clinical indication for intervention, and regurgitation greater or equal to moderate regurgitation, and or stenosis mean rvot gradient greater than or equal to 35 mmhg. Per the instructions for use (IFU), valve malposition is a known potential complication associated with the use of the transcatheter heart valve (thv). There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve malposition, including, but not limited to, incorrect sizing of the landing area, improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, rapid deployment and movement of the delivery system by the operator. In this case, there was no allegation or indication a product deficiency malfunction contributed to this adverse event. Investigation results suggest indicate procedural factors (valve positioning prior deployment, placement of s3 valve in a borderline size native pulmonic valve) likely contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by an edwards lifesciences affiliate in (B)(6), regarding a patient who underwent an implant of a 29mm sapien 3 valve, in pulmonic position, by transfemoral approach. The valve was implanted with nominal volume, however, during balloon inflation, it was found that balloon was moving into rvot side, which made valve displacement around 5 mm from appropriate landing zone. Post dilation was performed with 5 cc overfilling. During retrieving 29mm commander system, angiogram shown valve was dislodged into rv. Cvt was consulted for emergency open heart surgery.